Event description:
It was reported that one day post implant of a replacement device, the chronic left ventricular lead threshold measured high. The clinic noted that "the patient did well" in the threshold tests performed later that day and the x-rays were "unremarkable." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.